Event description:
According to the op report...."elderly female status post mva....presented with open reduction internal fixation of her left first metatarsal....she presented to clinic with continued pain and prominent hardware.....the hardware was identified and the plate removed and there is found to be 3 broken screws in the proximal portion of the plate."